Manufacturer narrative:
The investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)). Not returned to manufacturer.

Event description:
As reported by hospital in (B)(6), "hole was noted near the bifurcation on the extension of the dialysis catheter. Catheter was removed and replaced." Patient condition was reported as "unaffected."

Manufacturer narrative:
A recent angiodynamics complaint report was reviewed for the product family for the bioflo dialysis product family and the failure mode, "extension leg failure. " no adverse trend was indicated. A review of the device history records for the reported lot revealed no quality related issues or manufacturing deficiences. The returned, used catheter was visually examined and no hole in the extension tubing was found. The device was air leak tested at 45psi with no leakage (i.e., pressure decay) observed. The reported issue of air leakage/air bubbles was unable to be confirmed, as the returned sample met visual, leak and functional specifications. Manufacturing process controls for the dialysis catheter include visual inspection for damage or defects, 100% leak testing, and guidewire insertion testing to verify lumen patency. (B)(4).

Event description:
Addiitonal event description as provided by end user hospital: "one (B)(6) 2016 while aspirating the line, the nurse noted air bubbles in the bioflo clear extension tubing on the arterial side of the line. A second nurse assessed the line and found air in the tubing when aspirating with a syringe. Tego was removed and a new one placed on line, when the nurse tried to aspirate the line again more air was pulled back into syringe, then tubing collapsed. Patient's line was changed on (B)(6) 2016."